Manufacturer narrative:
Analysis of the pump revealed a motor/gear train anomaly/corrosion and-or wear and-or lubrication and stalls due to shaft-bearing. There were multiple motor stalls and recoveries seen in the logs. During analysis significant residue and shaft wear on the upper shaft of gear 2 was seen along with some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Event description:
It was reported that on (B)(6) 2013, the pump had a motor stall that recovered after 2 hours. The cause of the stall was not known and patient was indicated not to be near an MRI source. It was stated that there were no patient symptoms or complications associated with this event. Drug delivered via the device was baclofen. There were no actions were taken at the time and no diagnostic testing or troubleshooting was performed; the issue was considered resolved, patient status was reported as ¿alive with no injury¿. On (B)(6) 2013 patient had a MRI and per reporter, the pump was interrogated and indicated to have restarted and functioning normally. However, the following morning i.e. On (B)(6) 2013, the motor stalled again. The physician decided to replace the pump and it was explanted the next day.

Manufacturer narrative:
(B)(4).